Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during follow-up it was noticed that the sensing had dropped and pacing threshold had increased. On x-ray it was noticed that there might have been tension on the lead and that lead might have dislodged. Patient will be transferred back to the clinic where the system was implanted. No adverse consequences reported.